Event description:
The patient was lifting something heavy and the cup broke through the acetabular wall. The surgeon removed the head, poly, tritanium cup and liner and various screws. The accolade stem was left in the patient. The surgeon re-reamed and implanted another tritanium revision cup, 4 screws, mdm liner and new mdm head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding an acetabular periprosthetic fracture involving a primary tritanium hemi cluster hole cup 48mm was reported. The event was not confirmed. Device evaluation and results not performed as the device was not returned. Medical evaluation not performed as no medical records were provided for review. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
The patient was lifting something heavy and the cup broke through the acetabular wall. The surgeon removed the head, poly, tritanium cup and liner and various screws. The accolade stem was left in the patient. The surgeon re-reamed and implanted another tritanium revision cup, 4 screws, mdm liner and new mdm head.